Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer confirmed the issue was resolved after unblocking the waste tubing. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely decreased sodium results for patient samples tested on alinity c processing module, serial number (B)(6) . The falsely decreased results were not reported out of the lab. The samples were retested on a different alinity c and results were higher. The following data was provided. Sid (B)(6) sodium: initial result of 111 mmol/l retested at 136 mmol/l on a different alinity c processing module sodium reference range: 136 to 145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results for patient samples tested on alinity c processing module, serial number (B)(6). The falsely decreased results were not reported out of the lab. The samples were retested on a different alinity c and results were higher. The following data was provided. Sid (B)(6). Sodium: initial result of 111 mmol/l retested at 136 mmol/l on a different alinity c processing module. Sodium reference range: 136 to 145 mmol/l . No impact to patient management was reported.